Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving bupivacaine and morphine via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient¿s catheter was at t11 and that it should be higher to get better relief, but they couldn¿t get there because of her scoliosis. It was indicated that after surgery, manufacturer representatives had told the patient¿s family they should have a neurosurgeon get the catheter higher. This however was never done as the healthcare provider said they could not get the catheter higher. It was further reported that over the last 3 to 4 months the patient was having intense pain in their back and body, headaches, and not feeling right. The date (B)(6) 2019 is considered an approximate date of event (year known only) regarding the reference of over the last 3 to 4 months. Last tuesday ((B)(6) 2019) the pump was refilled, and the patient told the nurse practitioner that she was not feeling right, and she was having the same feelings she did in 2016 when the catheter was not working. Refer also to MFR report # 3004209178-2019-15565 regarding previous event. A volume discrepancy occurred; volume information was unknown. It was noted that the patient begged the nurse to check the pump and they were getting tiny little bubbles that came out and said the pump was ¿working but its extremely slow¿. No fluid was coming out after the refill and since then the patient was nauseous, having headaches, tasting morphine, and their smell was off. The patient was questioning if that was normal. The patient had an appointment scheduled for (B)(6) 2019 because they gave her robaxin and neurontin to help with her pain. It was noted that the patient has seen information about a pump recall and was inquiring if their pump was on a recall. It was noted that the patient can go have an x-ray done anytime. The following medication information from a printout was provided: morphine 7.496 mcg/day and bupivacaine 3.748 mcg (therapy dates not specified). Drug concentration of both pump medications were unknown. The following catheter information was provided: 86.4 cm, they had cut it to 65.9 cm, and it was at the t11 location. No further patient complications have been reported as a result of this event.